Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, wear abrasion. A microscopic analysis was performed which identified smooth opening in the anterior side. Based on the device analysis the final assessment is: a smooth opening on posterior side.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade iii. Device has been explanted.